Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that the right ventricular (rv) lead triggered a lead integrity alert (lia) with noise exhibited. Subsequently, the patient received inappropriate therapy/shocks due to ignoring the lia that was triggered. The rv lead was initially reprogrammed, and remained in use. However, the lead was subsequently replaced with a different lead. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated oversensing due to non-physiologic signals/sic (sensing integrity counter). The analyst commented that there was an average of 773 sic per day over the last thirteen days and 14 non-sustained episodes from (B)(6) 2014; there was also evidence of noise on the electrograms (egms). Analysis of the device memory indicated the impedance on the rv (right ventricular) pacing lead was beyond the expected upper range. The rv pace impedance was steady at 920 ohms through (B)(6) 2014 and rises out of range (>3000ohms) starting on (B)(6) 2014. (B)(4).

Event description:
Upon secondary review, it was found that the lead also had increased impedance, a decrease of the amplitude, and rv loss of capture.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.